Event description:
Per the clinic, the patient experienced pain, no auditory percept and unable to hear anything with the device use which leads to loss of benefit. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.